Event description:
Pt scheduled for visual laser ablation of prostate using the yag laser. This procedure was begun and after laser machine failure, fifteen minutes into the procedure, the prostate was removed by transurethral resection.